Event description:
Pt had just been placed on dialysis when he had a reaction which was vomiting and then became unconscious. Dialysis was stopped immediately. The machine was cleaned and all disposables changed and set up for another patient. The second patient also had a reaction once they were started on dialysis which was dizziness, tingling, flushing, "do not feel right," trembly. Once again, dialysis was stopped immediately.